Event description:
It was reported that during non-device related surgery, the pulse generator exhibited noise reversion and a high ventricular rate episode. No patient symptoms were reported and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.